Event description:
Philips received a complaint by the customer on the v60 indicating that the touch function on the device is not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The touchscreen is not allowing the user to reset alarm. The customer tried touchscreen calibration, but device does not respond to touch at top of screen. The customer was provided the parts ID for touchscreen (front bezel).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16699.

Manufacturer narrative:
H10 the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. H11 updated contact information, contact office entity, and manufacturing site.